Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: 5. Precautions ¿ juvéderm vollure¿ xc injectable gel is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Juvéderm vollure¿ xc injectable gel is a clear, colorless gel without visible particulates. In the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe; notify allergan product support at 1-877-345-5372.

Event description:
Healthcare professional reported 1 syringe of juvéderm vollure¿ xc had a floating object observed in the filler. The injector had just put the needle attached to the syringe in the patient when the event was observed and no filler was injected into the patient. Patient contact occurred. No injuries were reported. The packaged needle was used and this was the initial use of the syringe.

Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed.

Event description:
Healthcare professional reported 1 syringe of juvéderm vollure¿ xc had a floating object observed in the filler. The injector had just put the needle attached to the syringe in the patient when the event was observed and no filler was injected into the patient. Patient contact occurred. No injuries were reported. The packaged needle was used and this was the initial use of the syringe.